Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported adhesive issues with two infusion sets, both experiencing the same type of problem. Specifically, the patient reported that the infusion set patch cannula was coming out of the skin. These events occurred between (B)(6) 2025. The infusion sets were in use for up to two days. The issue caused the patient's blood glucose (bg) to reach 450 mg/dl. To address the high bg, the customer administered a correction bolus via pump. Due to the elevated bg level, the customer required third-party assistance from the emergency room (ER), where they received fluids and insulin treatment intravenously (IV). The ER visit occurred on (B)(6) 2025 and lasted five hours. The event did not cause any injury. It is unknown whether the patient's had ketones, as they did not test for ketones. The patient resolved the issue by replacing the infusion set and successfully resuming insulin deliveries. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011115, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 11-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6011115. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. DHR review: the lot 6011115 was manufactured according to the work instruction (wi) version 29 and manufactured in the multivac inset 30 - l1 on 16-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. No returned samples. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan.